Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that architect intact pth results for five patients were approximately 38% higher than results generated at another hospital using the vitros intact pth method. No specific patient data was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. The lot search for reagent lot 01913i000 and trend review did identify atypical activity. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 01913i000. The testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.